Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient was admitted on (B)(6) 2018 to receive a medication administration of sl-401 to infuse over 15 minutes total. C21 d1 completed without incident and the rn was educated by the protocol nurse prior to drug administration. The rn was instructed to complete both the mar paper protocol source document during the infusion. During the c21 d2, the rn infused sl-401 over 12 minutes and the flush infused over 9 minutes with the total infusion time being 21 minutes. Per the rn the pump was set to infuse the prescribed medication at the prescribed dose and that it took longer to infuse without the pump alarming. There was no patient harm.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the patient was admitted on (B)(6) 2018 to receive a medication administration of sl-401 to infuse over 15 minutes total. C21 d1 completed without incident and the rn was educated by the protocol nurse prior to drug administration. The rn was instructed to complete both the mar paper protocol source document during the infusion. During the c21 d2, the rn infused sl-401 over 12 minutes and the flush infused over 9 minutes with the total infusion time being 21 minutes. Per the rn the pump was set to infuse the prescribed medication at the prescribed dose and that it took longer to infuse without the pump alarming. There was no patient harm.

Manufacturer narrative:
Additional information provided.

Event description:
The customer reported that the patient was admitted on (B)(6) 2018 to receive a medication administration of sl-401 to infuse over 15 minutes total. C21 d1 completed without incident and the rn was educated by the protocol nurse prior to drug administration. The rn was instructed to complete both the mar paper protocol source document during the infusion. During the c21 d2, the rn infused sl-401 over 12 minutes and the flush infused over 9 minutes with the total infusion time being 21 minutes. Per the rn the pump was set to infuse the prescribed medication at the prescribed dose and that it took longer to infuse without the pump alarming. There was no patient harm.